Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer performed multiple transducer calibration on the device but this was unsuccessful. Technical support advised that the main pcb needs to be replaced.

Event description:
It was reported to vyaire medical that the vela ventilator was experiencing a transducer fault alarm. The customer confirmed that there was no patient involvement associated with the reported event.